Manufacturer narrative:
Correction: the correct model number, serial number and lot number of the reported right atrial (ra) lead is 1888tc/46, (B)(6) and 0002129801 instead of 1888tc/52, (B)(6) and 0002142521. The correct primary unique device identification (UDI) number is (B)(4) instead of (B)(4). The correct d4 - expiration date is nov 24, 2010 instead of feb 28, 2011. The h4 - device manufacture date should have left blank is rather than feb 28, 2008.

Event description:
New information received notes that the right atrial lead was capped and replaced on (B)(6) 2025. The patient was stable post procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and in inappropriate mode switch. No intervention was performed. The patient was stable.